Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information received on (B)(6) 2018 that this event occurred during testing and there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. The pump was visually inspected, and error code 10040 found on display. The customer's stated problem was verified. Inspected the pump and power up it alarm error 10040. Investigator inspected the pump and found error code 10040 on display. Further investigation of the pump was unable to duplicate reported problem. The device was found to be operating properly and the event log didn't show any error code. However, due to the error code 10040 on the display, service replaced the rtc battery as preventative measure. The root cause of the reported problem is unknown.